Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet¿s touchscreen became unresponsive to navigation after wake and unlock, despite attempts to recover function by holding the wake button and placing the device on the charging pad, consistent with a device display/input malfunction and associated screen failure. Symptoms included elevated blood glucose. Outcomes included shipment of a replacement ilet and instruction to continue cgm use independently until replacement arrival. Investigation included remote troubleshooting and logistics review for device replacement and inspection of the returned device. Investigation of this device revealed a malfunction of the user interface component consistent with a screen/display failure that prevented interaction, while the device otherwise powered on. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical or electronic failure of the display or touch interface.